Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (55 mg/ml at 9.4 mg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy, chronic low back pain, and spinal pain. It was reported that after a shower the patient was drying off and noticed blood on the towel. There were no other signs/symptoms of infection. The patient had cellulitis near the pump pocket site and the pump began protruding from the skin. The were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced with a new pump on the other side of the patient¿s abdomen. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.